Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that on (B)(6) 2017 a bedside monitor for bed (B)(4) did not alarm for brady event. The device was in clinical use. There was no adverse event or patient harm reported. No treatment was needed for the patient. This occurred in a nicu so the patients are about a week to a month old; the exact age was not available.